Event description:
Rptr had the surgery on 7/20/93. He cannot sit or stand straight without being in intense pain. The first 6 months weren't too bad until rptr tried to get active. He has not returned to work.